Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D4 gtin # - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system(mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was received, and the reported lot number was confirmed from the packaging label. The subject stent was received deployed within the lumen/hub of the microcatheter. The introducer sheath and subject stent delivery wire (sdw) were returned. The microcatheter was noted to be intact. The microcatheter was cut in order to push the subject stent proximally through the hub. All 3 marker bands were present on both ends of the subject stent. The subject stent was slightly deformed at the proximal end. The introducer sheath distal tip was found to be intact. The subject stent delivery wire sdw was kinked/bent at the distal end. Functional inspection was not performed due to the subject stent being returned in deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deployed prematurely during use' was confirmed visually. The as reported code ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject stent deployed at the microcatheter opening, with half of the subject stent remaining inside the microcatheter and the other half positioned at the hub, making the device unusable. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use (dfu). There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, the subject stent was received deployed within the lumen/hub of the microcatheter. The microcatheter was cut in order to push the subject stent proximally through the hub. The subject stent was slightly deformed at the proximal end. The subject stent delivery wire (sdw) was kinked/bent at the distal end. It is probable that if the rhv vent cap was not sufficiently tightened, the sheath could move proximally or distally after positioning in the rhv/microcatheter hub. Proximal movement may create a gap between the sheath and the microcatheter lumen, causing the subject stent to partially deploy into this gap. This could lead to increased resistance during advancement, resulting in damage to the subject stent and stent delivery wire (sdw). Upon attempted withdrawal, the distal bumper of the stent delivery wire (sdw) may slip through the subject stent, leaving it prematurely deployed inside the microcatheter. This is one possible explanation for the analysis findings. The as reported code 'stent deployed prematurely during use¿ as well as the as analyzed codes ¿stent delivery wire (sdw) kinked/bent¿ and ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to unknown procedural factors during use.

Event description:
It was reported during the procedure that when the subject stent was advancing into the catheter, there was resistance. The physician found the stent partially deployed into the catheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure that when the subject stent was advancing into the catheter, there was resistance. The physician found the stent partially deployed into the catheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.